Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2018, the user reported experiencing pain at the bone conduction floating mass transducer (bc-fmt) site and headaches. She was unable to fit the arm of the eyeglasses behind the implanted ear and claimed that the implant has moved. The complaint originator believes these symptoms are present even when the audio processor is not being used.

Event description:
On (B)(6) 2018, the user reported experiencing pain at the bone conduction floating mass transducer (bc-fmt) site and headaches. She was unable to fit the arm of the eyeglasses behind the implanted ear and claimed that the implant has moved. The complaint originator believes these symptoms are present even when the audio processor is not being used.

Manufacturer narrative:
Based on the received information from the field, the recipient experienced pain and headaches at the implant site, likely caused by an inadequate positioning of the implant coil. Further, the recipient was not able to fit the arm of the eyeglasses behind the implanted ear, which might have been associated with a possible coil migration. There was never an issue with the coupling of the device and the user was always able to successfully use the audio processor. Revision surgery was done to provide a new coil placement. This is a final report.